Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the site has confirmed that the study stents placed in the mid lad were patent. The site also confirmed that the study stent placed in the distal lcx was patent.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10004 and 2134265-2017-10003. It was reported that restenosis occurred. In (B)(6) 2013, index procedure was performed. Target lesion #1 was a de novo lesion located in the distal left circumflex artery with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.60 mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo and ostial lesion located in the proximal left anterior descending artery (lad) with 50% stenosis and was 30 mm long with a reference vessel diameter of 2.60 mm. The lesion was treated with direct placement of a 2.50 x 32 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was a de novo lesion located in the mid lad with 95% stenosis and was 28 mm long with a reference vessel diameter of 2.50 mm. The lesion was treated with pre-dilatation and placement of a 2.25 x 32 mm and 2.50 x 38 mm promus element plus stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient was hospitalized. Upon admission in emergency room, echo revealed newly decreased ejection fraction (ef) of 15-20%. The patient was diagnosed with ischemic cardiomyopathy. Due to the decrease in the ef the patient was referred for further cardiac evaluation and underwent myocardial perfusion imaging (mpi) which revealed large anteroseptal defect which was only mildly reversible suggestive of anteroseptal infarct or ischemia. Inferior wall had a paradoxical defect which likely due to soft tissue attenuation. Small size, mild intensity inferolateral partially reversible defect was also seen and could be due to ischemia or soft tissue attenuation. Since the mpi results were abnormal, the patient was referred for cardiac catheterization. Four days later, 70% isr was noted in the proximal lad, mild isr in the stent extending into the distal vessel, 70% stenosis in the distal lad. On the same day, the 70% isr in the proximal lad was treated with direct placement of a 3.00x28mm synergy stent. Following post-dilatation, residual stenosis was 0%. On the following day, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.